Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level. The customer changed the cartridge and infusion set a couple of times. The customer temporarily used insulin injections to lower the bg level. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause was unable to be performed.